Event description:
Following the second surgery, the patient experienced the same pain she experienced prior to undergoing surgeries. On (B)(6) 2010, the surgeon performed irrigation and debridement of the wound and evacuation of hematoma and bone graft wherein rhbmp-2/acs was further implanted. Following the surgery,the patient began to lose strength in her legs and subsequently fell at home. During this time, she also developed a second infection, which created a huge mass of swollen pus around her wound site. She also began to develop a lump in her neck, which continued to grow. She is now in constant back and neck pain and requires the use of a wheelchair.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.